Event description:
It was reported that a pt's device had turned off unexpectedly. The pt was able to turn the device back on. It was unk what had caused the device to turn off. The pt's outcome was not reported, nor if any symptoms were experienced. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient's family member that reported about two summers ago the patient experienced twitching and tremors on the left side of his body. The patient's foot was also 'walking in.' When the left ins was checked, it was found to be off. The patient's physician believed the ins turned off because the patient may have been close to a power line or magnetic strip of a refrigerator. The ins was turned back on successfully. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).